Manufacturer narrative:
An event regarding a crack/ fracture involving an abgii stem was reported. A review by a clinical consultant confirmed abg shell malposition. Method & results: device evaluation and results: not performed as the device remains implanted. Medical records received and evaluation: a review of the provided medical records by a clinical consultant noted: the cup shell has adequate inclination and anteversion as far as evident on the ap x-ray only although the cup is medialized within the acetabular bone. Stable bone ingrowth fixation of the cup. The stem appears undersized but still has adequate bone ingrowth fixation. Hip offset is much reduced in when compared to the contralateral hip that is seen on the post revision x-ray. Cup malposition in combination with a suboptimal choice for the femoral component thus represent the principal failure mode, consistent with all reported facts and findings and this is a procedure-related factor because the surgeon is responsible for optimal component choice and position. This pi case is not device-related. Diagnosis: cup malposition in medialized position in combination with the choice for a high neck angle femoral component in a low neck angle/large offset hip joint anatomy has lead to pathological biomechanics of the arthroplasty with bony impingement contributing to an overload condition with finally a fatigue fracture in the stem neck requiring revision. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review by a clinical consultant concluded: cup malposition in medialized position in combination with the choice for a high neck angle femoral component in a low neck angle/large offset hip joint anatomy has lead to pathological biomechanics of the arthroplasty with bony impingement contributing to an overload condition with finally a fatigue fracture in the stem neck requiring revision. If additional information becomes available, this investigation will be reopened.

Event description:
Patient needs to have revision operation due to broken stem. Update: a review by a clinical consultant has confirmed abg shell malposition cup in medialized position in combination with the choice for a high neck angle femoral component in a low neck angle/large offset hip joint anatomy has lead has contributed to an overload condition with finally a fatigue fracture in the stem neck requiring revision.